Event description:
The pt was hospitalized due to blood glucose too high to measure (value not provided) and unresponsiveness. No further info is available. It is unk if product will be returned for eval.

Manufacturer narrative:
This incident occured outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.